Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had frozen display. Customer's blood glucose value was 110 mg/dl at the time of the incident. The customer also report that they received no delivery alarm during therapy and customer was able to successfully clear the alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen noted. Device time or clock moved. Device passed unexpected restart error, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm, external ram crc error or unexpected restart error noted during testing.